Event description:
"Caller alleged discrepant results compared with the lab and poc meter. Results as follows:" date: (B)(6) 2013, inratio: 3.2, lab: 8.0, poc meter: 7.9. Patient self tester had inr blood draw due to eye-bleeding during routine doctor's visit. Patient had blood drawn for inr but was not admitted to hospital. Time between testing: 5 minutes between lab and poc test. Inratio test 1 hour later.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013. Inratio meter= 3.2; lab=7.9; poc = 8.0. Mean = 6.37. Confidence limits = na; mean >5.0. The mean is >5.0 and the difference between the results of the inratio and reference test is greater than 2.2. These results are considered inaccurate for inr testing. Add'l investigation is required. In-house therapeutic donor testing performed on reported lot 305273 on (B)(6) 2013, yielded the following results: donor 215 inratio: 1.6, 1.8, 1.8, reference: 1.82, bias threshold: 1.32-2.32, % cv: 6.66. Donor 202 inratio: 2.3, 2.3, 2.1, reference: 2.25, bias threshold: 1.25-3.25. %cv: 5.17. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. Conclusion: (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.